Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, lead noise was observed on both atrial and ventricular lead. The noise was resulting in at/af and noise reversion episodes. Programming changes were discussed. No further information is available at this time.